Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: at the time of the procedure a leak test was performed and the anastomosis did not leak. The patient developed a leak two days post-operative on the anterior right side of the anastomosis and was re-operated. The patient is in well current condition.